Event description:
(B)(6) from the hospital, reported to (B)(4), sales rep, that "during surgery, the tip of the screwdriver fractured. The surgeon had some difficulty to extract the fragment from the screwhead." There was no delay and no adverse consequences for the patient.

Manufacturer narrative:
The device history review showed that all devices were manufactured and accepted into final stock. The complaint history review showed that there have been other events associated with the reported lot. It was determined the root causes were user related. A material analysis concluded that the lower universal joint failed due to a torsional overload during tightening. No material or manufacturing defects were observed on the fracture surfaces examined. The investigation concluded that broken tip of the universal driver shaft tip was caused by over tightening the screw. No material or manufacturing defects were observed. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, the investigation will be reopened.

Event description:
(B)(6) from the hospital, reported to (B)(6), sales rep, that "during surgery, the tip of the screwdriver fractured. The surgeon had some difficulty to extract the fragment from the screwhead." There was no delay and no adverse consequences for the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.